Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause could not be determined. However, during evaluation, it was determined that the burr lock had loose actuator retainer. It was determined that this was due to visible lack of loctite applied on the threads of the attachment tension ring and the threads on the actuator retainer. It was determined that for this reason the components making up the eg1a handpiece locking mechanism became loose and did not allow the attachment to lock into the motor, suggesting that the original assembly adhesive had not been properly applied in manufacturing. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was overheating. There were no delays to the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.